Event description:
The international sales office reported the ventilator failed upon arrival from the manufacturer due to a machine and proximal pressure sensor failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Resending report due to codes not transmitting. Method - actual device evaluated. Results - no failure detected. Conclusion code - no failure detected, device operated with in specifications.

Manufacturer narrative:
The v60 ventilator was returned for failure investigation and no other failures were identified. The 1007 error code could not be duplicated. (B)(4).